Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The customer reported that they had been receiving orange infusion sleeves as opposed to purple sleeves. A product review was conducted and it was found that the reported incorrect product should contain a small parts tray which has an orange infusion sleeve. Initially, it was suspected that the (B)(4) warehouse made a picking error and sent the wrong product; however, upon further investigation by (B)(4) qa, it was determined that the customer actually ordered the product reported to be incorrect. The root cause of this customer's complaint are two orders placed by the customer in which the customer unknowingly ordered the incorrect product. Action will not be taken for this occurrence as the root cause is a customer error. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received which indicated that the facility received incorrect sleeves and tips. The product was used and during the procedure the basic salt solution (bss) exited the wound since the seal was slightly smaller than what their 2.75 millimeter blade and console settings were adjusted for. The procedures were completed without patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported to a company representative that the received sleeves are smaller and when using a 2.75 millimeter blade this makes the wound leak. Additional information and product sample have been requested.